Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and did not identify a specific root cause. Further investigation by the manufacturer did not identify a specific root cause for the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the cobas 8000 core. The event involved eight erroneous results for ion selective electrode (ise) sodium and two erroneous results for ion selective electrode (ise) chloride on a total of eight patients. The patients ages ranges from 41 to 93 years. The patients were three males and four females. The gender of the one other patient was requested, but was not provided. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.